Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in both lead barrels. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the presenting electrogram (egm) showed possible retrograde conduction or atrial loss of capture. Boston scientific technical services (ts) was consulted to review the egm. Review of the egm shows a-v sequential pacing at 800 milliseconds 9 ms) for the first 6 beats. The next atrial pace occured at 620 ms with the ventricular pace still at 800 ms. Ts was unable to determine with certainty what caused the change in the atrial pace. Review of the parameters noted that av search was programmed on with an av delay of 400 ms. When the search interval was applied, something happens with atrial conduction and it was unable to be determined if it was retrograde atrial conduction or atrial loss of capture. The clinic believed it to be retrograde conduction but would bring the patient in for interrogation. The pacemaker and another manufacturer's right atrial (ra) lead remained in service. No adverse patient effects were reported. Over three years later the pacemaker was explanted and returned for analysis.